Event description:
It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that the atrial lead was fracture. The reported lead was explanted and replaced on (B)(6) 2023. The patient's condition was unknown.

Manufacturer narrative:
The reported event for lead fracture was not confirmed on the received portion. As received, a partial lead connector portion was returned in one piece. Visual inspection, x-ray examination, and electrical testing did not identify any anomalies.